Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and sensing less than 4mv. It was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.